Event description:
According to the customer on 1/12, "morning of post op day 4 there was noted to be erythema surrounding the incision as well as perineum and spreading to lower abdomen."

Manufacturer narrative:
According to the customer on 1/12, "morning of post op day 4 there was noted to be erythema surrounding the incision as well as perineum and spreading to lower abdomen. She had a rash higher up on abdomen as well in distribution of drape adhesive. She states that she has very sensitive skin. Felt itchy on abdomen and all over. The incision appeared intact and there was no drainage, she was afebrile, pain was minimal, and she was only taking tylenol and ibuprofen. Erythema seems to be more due to inflammation as opposed to a wound infection. Keflex prescribed as a precaution". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.